Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that revascularization was successfully achieved by the pci, the patient had no sequela of the event, and no additional measure was taken. The guide wire was returned for investigation. By magnified observation of the returned guide wire distal portion, the coil pitch was found widened and slightly curved proximal to the ball tip. On the ball tip there was a foreign object end, approximately 7 mm in length and dark brown in color. It was pulled into the widened coil pitch. No other significant damage was found. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was concluded that the coil pitch of the subject guide wire tip was widened after bending force was locally applied on the distal end due to such condition as the heavily calcified lesion when the guide wire was manipulated. Consequently, part of the vascular tissue was pulled into the widened coil pitch and adhered there. There was no indication of product deficiency. Instructions for use states: - [malfunctions and adverse effects] kink of the guide wire, separation or breakage of the guide wire, vessel dissection, damage to a vessel including possible vessel perforation, and cardiac perforation.

Event description:
Reportedly, after a pci to treat a heavily calcified cto lesion in lad#7, a white, string-like foreign object was found on the distal tip of the subject guide wire.